Event description:
It was reported that a secondary infusion of keppra 100ml was hung and the pump was programmed using device interoperability with electronic health record (ehr) epic systems. The clinician observed the infusion for two minutes ensuring that the medication was dripping and all clamps were open. The infusion was then checked after an unspecified period of time and found that it had only infused a small amount. Thereafter, the pump was manually programmed to complete the infusion, with all clamps opened and the fluids dripping in the chamber. Upon another recheck, the secondary infusion had only run approximately 10ml. The infusion therapy was restarted using a new pump, pharmacy department was notified, the pump was tagged as "malfunctioning", and the tubing was discarded. The clinician stayed in the patient's room to ensure that the medication was infusing properly. There was no patient impact. It was further noted by the hospital's nursing medication safety coordinator that the reported event involved a tubing issue, wherein the secondary tubing did not flow properly.

Manufacturer narrative:
Correction on initial report: b.5. Additional information provided: d.11. Device history record could not be performed on model 72213n because the lot number was not provided by the customer.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during an infusion of keppra 100ml, the medication ran slower than expected. The medication order was sent to the pump via epic and the secondary bag was hung, rn waited and watched for two minutes to ensure medication was dripping and all clamps were unlocked. Upon re-checking later, it was discovered that the secondary bag had only infused a small amount. The rn then manually programed the pump with all clamps and drip chamber opened to finish the bag. After a second check, the secondary bag had only infused approximately 10ml. The rn switched out the pump and the infusion was restarted for the third time. There was no impact to the patient.